Manufacturer narrative:
Evaluation of the component confirmed the reported event. A decision was made to recall the product.

Event description:
Patient underwent a procedure utilizing a suture lariat on 1220968 2010. When the surgeon attempted to use the suture lariat, he realized that the nitinol wires in the suture lariat had fractured. The patient did not sustain any injury.